Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4. E1: patient city:(B)(6). Patient country:united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at tubing on (B)(6) 2025. The blood glucose level of the patient was 300 mg/dl. No further information available.